Manufacturer narrative:
This is a supplemental report to provide additional information. Omsc checked the subject device and found that the reported phenomenon could not be duplicated. No abnormality was found in the device. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. It might have been caused by a temporary electrical contact failure due to foreign material (chemical residue, scale, sebum stains, dust, gauze fluff, etc.) Adhering to the electrical contacts of the video connector or video system center. In addition, the repair history showed that the connector board has never been replaced since it was delivered in 2012, so it was presumed that it might have deteriorated due to the accumulation of electrical stress.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the reported phenomenon could not be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the procedure, the image gradually became distorted and blacked out. There was no error display. The ltf-s190-5 was removed from otv-s190 and re-inserted, but it was not resolved. The user replaced it with another scope and completed the procedure. There was no report of patient injury associated with the event.